Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted and burned resulting in the reported clinical observations. The device manufacture date for this product is march 13, 2006.

Event description:
Boston scientific received information that this programmer started to emit smoke when powered up. The product will be returned for analysis. No adverse patient effects were reported.